Event description:
The customer reported the vertical lift will not go up or down. No pt injury as a result.

Manufacturer narrative:
The ge service rep found the key switch on the c-arm slighty turned to off position disabling the lift. Turned key to on and tested. Showed techs. Verified system is operating as intended.